Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Manufacturer narrative:
The company representative did not indicate finding any issue associated with the reported event. The company representative replaced a xenon lamp and verified the system to function as intended. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 30, 2011. Based on qa assessment, the product met specifications at the time of release. Root cause the root cause of the reported event of no illumination from the xenon lamp was not able to be confirmed. (B)(4).

Event description:
A customer reported the equipment was without xenon lamp of the lighting module before a procedure. There was no patient involvement.